Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient. According to the csr, none of the blue stapler 45 reloads that were used during da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the stapler 45 instrument successfully fired with blue stapler 45 reloads. There were no incomplete clamps found. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted left hemicolectomy procedure, the patient allegedly experienced an anastomotic leak that required the patient get re-admitted and have it drained. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was initially reported that approximately 3 days after completion of a da vinci-assisted left hemicolectomy procedure, an anastomotic leak was found. As a result the patient required to be drained multiple times. On 09/20/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the additional following information regarding the reported event: the csr stated that she was not present during the surgical procedure and that the procedure was not recorded. She stated that the stapler 45 instrument was used on the distal portion of the patient's sigmoid colon, and a circular gia stapler was used to create the anastomosis. It was reported that the surgeon performed the stapling surgical task intracorporeal, she confirmed that the surgeon had performed a leak test, and used firefly to test for perfusion; and everything appeared normal. The planned surgical procedure was completed successfully and there were no reports of any intra-operative complications. There was also no allegation during the surgical procedure that a malfunction of the da vinci system, instruments, or accessories had occurred. The surgeon assumed it was the stapler 45 that led to the anastomotic leak, since he has not had a similar result from the circular staplers in the past. The site has not returned the stapler 45 instrument or the reloads used during the procedure.